Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. The attachment came in with the bur still remained in the attachment chuck. The attachment was sent to (B)(4) for further evaluation. Results from (B)(4) stated no sign of loctite on the threads were found, the cap outer diameter is off (damaged). Unable to determine the exact cause of the cap unscrewing, per sycotec evaluation damage to the cap, debris and gear wear could be contributing factors. Possible chemical breakdown of the loctite.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that cap unscrewed from a midwest e 1:5 ca while in use. The reported complaint did not result in an injury or need for intervention.